Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to warped housing. This type of damage is consistent with an overheated battery; however the battery was not returned for evaluation. We were unable to determine the cause of the warped housing. The housing was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on.complainant indicated that there was no patient involvement in the reported malfunction.